Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension on (B)(6) 2014. The patient came in emergently on (B)(6) 2016 with a ruptured aneurysm and computed tomography (CT) showed a type 3a endoleak that was also confirmed by an angiogram. The physician elected to implant non endologix devices to seal the leak. Patient was stable post procedure. On (B)(6) 2016 the patient expired due to age of the patient and a suspected heart condition.